Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, g3, g6, h1, h2, h3, h6, and h10. Performed a visual inspection of the returned item found it to exhibit signs of repeated use and has fractured on the medial side of the post feature all pieces were returned. The device history records were reviewed and no deviations or anomalies were identified during manufacturing. Investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. An investigation was previously initiated to further evaluate the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The product has been returned and is in the process of being investigated. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a tasp was returned fractured. All pieces have been returned. Attempts have been made, but no further information is available at the time of this report.